Event description:
Impella device fractured during deployment. Device was placed through a edwards 14f/35cm sheath. The typical sheath utilized 14f/30 cm cook was out of stock. Device did kink after being placed into and out rv multiple times. This repositioning was necessary because of incessant vt episodes. Fractured device was retrieved utilizing 2 snares. A new device was successfully placed through a 16f/30 cook sheath. This resulted in 2 hours of additional case time. Patient was returned to the ICU after successful coronary artery intervention in critical condition. Lack of standard sheath (14f/30cm cook) and frequent repositioning of catheter were factors that contributed to this fracture.